Event description:
It was reported that during a total joint procedure, sweat had leaked through the surgeon's toga. The procedure was completely successfully. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The toga was not returned to the MFR for eval. If add'l info is rec'd regarding this malfunction, a f/u report will be filed.